Manufacturer narrative:
H3: product analysis: evaluation determined that the tool was broken. The heat markings or burnishing are consistent with bearing failure, which would cause the tool to heat up. The most likely cause of the complaint is that the 14cm telescoping tube used with the tool is past its intended life. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during pituitary tumor surgery, device suffered a fracture of the grinding head. It was also noted that the incident did not cause any personal injury, and the patient was discharged after the operation. The procedure is completed using the other product, ronguer. On follow up it was reported that there is no patient or staff impact.